Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 696 mg/dl. The customer's husband stated that the night prior to the event he was assisting the cutomer with an infusion set change, and they had to prime and rewind the insulin pump several times in order for the piston to fully rewind. Nothing further was reported.